Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as the circulation pump was not working properly during testing. The circulation pump was replaced. It was also reported that the mixing pump was nor working properly during testing. Device underwent 2k pm. The mixing pump, heater, both drain ports were replaced. New calibration, mtk and est (stk) were performed. The device has passed the procedure and can be placed back into normal use. The device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the circulation pump and the mixing pump did not work properly during some of the tests in arctic sun device. This was due to the mechanical jam. Per follow up information received via email on 01aug2023. The device was sent for checkup. The maintenance was performed, pumps were found to be on wear limit during maintenance. Pumps were replaced. The scheduled maintenance, no patient involved.

Event description:
It was reported that the circulation pump and the mixing pump did not work properly during some of the tests in arctic sun device. This was due to the mechanical jam.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.